Manufacturer narrative:
Unit received with button error alarm and had unresponsive buttons due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. Unit had cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after being splashed with water. Blood glucose level at the time of the incident was 150 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.